Event description:
It was reported that the patient experienced an exit block while recovering from valve surgery. The right ventricular (rv) lead threshold was high and the rv lead had loss of capture. Therefore the rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.